Event description:
It was reported to philips that the azurion device would not power on. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite confirmed the system doesn¿t to power on. Review of the system log file confirmed that there is issue with pdu. Upon further investigation, it was found that the f4 20amp fuse on the ups interface blows when the breaker is turned on. Fse replaced pdu fantray as well as the dcps and pdu fuses outputs. After replacement, the system was system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.